Manufacturer narrative:
Other relevant device(s) are: sg-64; sn unknown; expiry date unknown; upn# unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx guide, heli-fx applier and endoanchors were used in the endovascular treatment of the patient. It was reported that the patient was suffering from kidney failure and was given a prolonged hospital stay. It was noted that the event resolved and the patient recovered without treatment. As per the investigator, the event is related to the index procedure. No additional clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Additional information received; the maximum aaa diameter pre index procedure was 60mm. During the index procedure 6 heli fx endoanchors were implanted in a non mdt stent grafts. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the sponsor assessed the kidney failure event as having a causal relationship to the study procedure, not related to the study device (endoanchor). The endoanchors were implanted in the index procedure due to a concern for late failure of the non-mdt stent graft. If information is provided in the future, a supplemental report will be issued.